Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle and the balloon was partially inflated. The balloon from returned device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The balloon was verified in a go/no go gauge to be within the 5.75 - 6.15mm specification. The review of the lhr (lot f1305704) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided, the condition of the returned device, and the investigation performed, the reported balloon loss of pressure could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic renal procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium at the vicinity of the access site and the vessel size to be 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure and pulled through the sheath. The patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was hospitalized for unspecified and unrelated reasons. The patient's discharge date was not reported.